Event description:
It was reported that the right atrial (ra) lead was exhibiting no capture, low impedance and oversensing due to possible lead fracture or subclavian crush. It was further reported that the right ventricular (rv) lead had been exhibiting significant fluctuations in impedance due to suspected fracture or subclavian crush. Both the ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri, implantable pacing lead, (B)(6) 2012. (B)(4).